Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the mtm was installed onto the surgical fixture test platform (sftp) where the 230 error was triggered indicating fault on the axis 1, replicating the reported event. As a result of this investigation, failure analysis has concluded that the axis 1 motor was found to be the root cause of the reported event.

Event description:
It was reported that during a training/demo of the da vinci system the system encountered repeated error #23009 occurred on the master tool manipulator right (mtmr). The team performed a hard power-cycle first, but it did not resolve the issue. There was no report of patient involvement.